Event description:
It was reported that a vena cava filter had allegedly migrated into the patient's right atrium perioperatively. The filter had been deployed in the vena cava without difficulty over an 0.035" guidewire. It was reported that, during the procedure, digital subtraction imaging was not available and the imaging quality was poor. The filter was implanted inferior to the renal veins and appeared to be straight within the caval walls. After imaging was performed, it was observed that the filter had migrated cephalad into the right atrium. The inner diameter of the vena cava was not known as it was not measured prior to the implant procedure. It was observed that the vena cava was tortuous. The patient was a dvt risk due to late stage cancer and could not be anticoagulated. The filter remains within the patient's right atrium and no intervention has been performed. The patient is asymptomatic.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The filter remains implanted and the delivery catheter was discarded by the facility. As neither the device nor procedural images were available for evaluation, the investigation was inconclusive and the root cause was unknown. As reported, digital substraction imaging was not available and the imaging quality was poor during the procedure. In addition, the user did not measure the size of the vena cava. The current IFU (instructions for use) states under caution: if the corrected inferior vena cava (ivc) width exceeds 28mm the filter must not be inserted into the ivc. User error can never be completely eliminated, however the current controls within the IFU provide the best possible assurance for the safety and correct use of the simon nitinol filter. Potential complications: migration of the filter. This may be caused by placement in oversized vena cava greater than 28mm or large migrating thrombus dislodging the filter from its deployed position.